Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported 'not detecting set when on or off or not detecting when door is open' which was reproduced during evaluation. Evaluation observed link being out of specification which may induce door-state recognition issues as well as improper set detection. The link was adjusted to correct the condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced not detecting set when on or off or not detecting when door is open. There was no known patient injury or medical intervention associated with this event. No additional information is available.